Manufacturer narrative:
Device evaluation: lens was returned dry with clear surgical residue in a micro centrifuge vial. Visual inspection found the haptic bent and foreign residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, - 9.50/+3.0/018 (sphere/cylinder/axis) in the patients left eye (os), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved.